Event description:
It was reported that the tubing developed a "bubble" at the silicone pumping segment in the scu. The nurse stated that the IV tubing "bubbled up" as the pump continued to alarm occluded at the patient's side. The nurse replaced the tubing set and started a new IV creating a delay in the administration of the medication to the patient. It was confirmed during follow up that there was a delay in patient care, however; this delay and event did not contribute to, or result in a serious adverse impact to patient.

Manufacturer narrative:
The customer¿s report that the tubing developed a bubble at the silicone pumping segment was confirmed by visual inspection. The balloon was located on the silicone tubing below the upper fitment of the pump segment. Further visual inspection under magnification found the walls of the silicone tubing segment to be concentric. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Functional testing was performed for the failure of an occlusion alarm by allowing the set to prime via gravity. The set re-primed successfully with no occlusions or issues observed. Further visual inspection of the silicone tubing confirmed that the tubing's concentricity was within specification(s). The root cause for the source of the excessive pressure is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing developed a bubble at the silicone pumping segment in the scu. The nurse stated that the IV tubing "bubbled up" as the pump continued to alarm occluded at the patient's side. The nurse replaced the tubing set and started a new IV creating a delay in the administration of the medication to the patient. There was no patient harm.